Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset, guiding the caller through the process. After the reset, the pump did not display the error again, and the caller successfully started their sensor session.